Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed to receive an external shock during an episode of ventricular fibrillation. Review of stored episodes showed that there was undersensing on the right ventricular (rv) lead which lead to the delay of therapy. The lead remains in use. No further patient complications have been reported as a result of this event.